Manufacturer narrative:
Document review: gmk primary ps fixed tibial insert size 2 - 14 mm: ref. 02.07.0214psf/lot 102004 ((B)(4). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected, there are no evidence that the event is device related.

Event description:
(B)(4).